Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from (B)(6) of peritonitis and fatal sepsis in male patient coincident with dianeal pd2 ultrabag, extraneal viaflex and nutrineal, unspecified therapies. In (B)(6) 2001, the patient began treatment with dianeal pd2 ultrabag, extraneal viaflex and nutrineal, unspecified (dosages, frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced peritonitis and sepsis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient died. The cause of death was sepsis. Dianeal, extraneal and nutrineal therapies were ongoing until the patient's death. Treatment information was not reported. It was not reported whether an autopsy was performed. The nurse stated that the event of fatal sepsis was unrelated to dianeal, extraneal and nutrineal therapies. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause for the reported condition of peritonitis followed by death was undetermined. There was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per baxter (B)(4), no further information will be received. The health care professional has declined to provide further information regarding the incident.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.